Event description:
The implantable neurostimulator system was returned to the manufacturer with no additional clinical info. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Implantable neurostimulator. Results: both b+ and b- bond wires were broken. The device went into a power on reset condition when the can was pressed upon. Extension - the extension was functionally ok. Extension - all the conductors were broken 0.1 cm from the proximal end of the extension. Lead j0227970v - the lead was returned segmented and stretched. The distal end was not returned. Two conductors had acceptable continuity: two conductors were broken. Lead j0227970v - the lead was returned segmented and stretched. The distal end was not returned. Continuity was acceptable.